Event description:
The report from the affiliate indicated that the distal stent struts of the cypher select plus were noted to be uplifted. The report stated that the physician was not able to pass the stent delivery system (sds) out of the guiding catheter to access the coronary arteries. The physician removed the sds from the patient. Another stent was used to treat the patient successfully. There was no reported patient injury.

Manufacturer narrative:
Additional information obtained indicated that the product was inspected prior to use and appeared to be normal. The product was reported to prep normally. The target lesion was the right coronary artery (rca). The lesion was reported to be: heavily calcified, de novo, and not totally occluded. The lesion was pre-dilated with a 2.0 x 15 mm balloon. Please note the device is distributed outside the united states, however, it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not complete.